Event description:
It was reported that during a laparoscopic colon resection, the device fired an incomplete staple line. Another device was opened and the case completed. There was no patient consequence.